Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was oversensing and there may have been a conductor fracture. It was also reported that the patient had fallen getting out of bed. The lead was explanted and replaced. No further patient complications were reported as a result of this event.